Event description:
New information notes that the lead exhibited very high thresholds with no loss of capture noted. Diagnostic imaging showed the lead was intact. The patient was discharged post procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient's right ventricular lead exhibited increased capture thresholds. The lead was capped and replaced on (B)(6) 2021